Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump screen was displaying the animas logo prior to an attempt to bolus. The pump was rebooted and the display screen was then completely blank. The battery was replaced, and the display screen allegedly became functional again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed several cs 054 call service alarms, which are consistent with sleep alarms and may cause the display screen to be blank for several minutes. During testing, the pump was powered on and the display appeared fully illuminated and functional. The complaint of a blank screen was not duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.